Event description:
According to the report, bioglue was used in a bentall procedure with hemiarch aortic replacement for acute aortic dissection in(B)(6) 2012. Approximately 13-14 months after the surgery, reoperation was required due to false aneurysm caused by rupture of the annulus suture line. The surgery was completed and the patient was transferred to another hospital for follow-up. It is not clear if the reported event was attributed to the use of bioglue in any way.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in a bentall procedure with hemiarch aortic replacement for acute aortic dissection in (B)(6) 2012. Approximately 13-14 months after the surgery, reoperation was required due to false aneurysm caused by rupture of the annulus suture line. The surgery was completed and the patient was transferred to another hospital for follow-up. It is not clear if the reported event was attributed to the use of bioglue in any way.

Manufacturer narrative:
According to the report, bioglue was used in a bentall procedure and hemiarch aorta replacement surgery for acute aortic dissection in the beginning of (B)(6) 2012. A freestyle valve was used. Bioglue was applied to proximal and distal suture line as well as the suture line between the two grafts and coronary artery. Approximately 13-14 months later, reoperation was performed for a false aneurysm caused by rupture of the suture line along the aortic annulus. At the time, a homograft was used. The reoperation was completed and the patient was transferred to another hospital for a follow-up. Clinical and medical reviews were performed and based on the information available at the time of this report; a definitive conclusion cannot be drawn regarding the cause of the false aneurysm. It is possible that the freestyle valve contributed to the event; there have been several reports in literature of similar adverse events occurring with the freestyle valve in the absence of bioglue. Alternatively, surgical technique, such as a perivalvular leak, could have contributed to the event. It is unlikely that bioglue played a direct role in the reported event as degradation of sutures has not been demonstrated with the use of bioglue. The lot number of bioglue used in the case associated with complaint (B)(4) is unknown; however, the distributor was able to identify three possible lot numbers. The manufacturing records for these lot numbers were reviewed by quality and it was confirmed that all records were controlled, available for review, and met all physical specifications per the device master record.